Event description:
The customer provided additional information: the reported issue occurred on (B)(6), 2022, prior to a knee arthroscopy and the reported issue was completed using a similar device

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. Please see the updates in sections b3, b5, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty charge coupled device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented for correction to h4 of the initial medwatch. The manufacturer date should be mar 3, 2016.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, head part image failure was noted, head part main body dents were noted, and cable part was noted to be twisted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the hd autoclavable camera head had no image. There was no harm or user injury reported due to the event.